Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically. An x-ray showed that the cannula tangs were not fully engaged with the device housing. Upon disassembly it was noted that the left bumper was bent. Based upon the functional evaluation this complaint is confirmed for the identified self-activation. However, the investigation will remain inconclusive for the alleged failure to fire and failure to prime as functional testing could not be completed due to the identified self-activation. The bent left bumper likely contributed to the identified insufficient tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy for a normal density lesion, three tissue samples were able to be obtained and then the device was allegedly difficult to prime and failed to fire, as the trigger was allegedly hard to press down. The procedure was completed with another device and no coaxial was used. There was no reported patient injury.